Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value above 700 mg/dl. Patient's other blood glucose value was above 500 mg/dl. The customer experienced symptoms such as tiredness. The customer was treated with manual injection. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The device will not be returned for analysis.